Event description:
Customer reportedly obtained results of 280 mg/dl and 117 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.